Manufacturer narrative:
Additional information was received that there was no patient was involved at the time of the event.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 complaint of leaking from the port was confirmed, as the physical condition of the device revealed wear and tear damage to the water tank, enclosure, front cover along with drain fitting and line cord. When device tank was filled and powered on; leaking was confirmed from the drain fitting. Summary of action repairs included: replaced drain fitting due to leaks. Replaced enclosure, front cover, water tank cover, line cord, and switch label due to visual damage. Device passed all functional testing.

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking from the port. No patient adverse events reported.